Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On 04/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/29/2016 a medtronic representative, following-up at the site, reported the site moved the mayo stand away because they thought it could be causing interference. The medtronic representative could not replicate any inaccuracies with a demo head and was unable to determine the cause of the inaccuracy during the procedure. Reported issue could not be replicated. On 05/04/2016 software analysis was unable to determine probable cause with the information provided. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged a 4 millimeter inaccuracy occurring after the mayo stand as moved. Stated they continued to be accurate with the quadcut, however, not with any other instruments. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.